Event description:
The customer contact reported during testing at the user facility, it was noted that the device door roller pin was missing. The device was returned to the biomedical department with a note that stated damaged. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events, delays in critical therapies, or necessity for medical interventions while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, it was noted that the device door roller pin was missing. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.